Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. The tip of the balance middleweight guide wire was jailed when the stent delivery system was advanced and the stent implant was deployed. No resistance was felt during retraction of the guide wire from the patient; however, when the guide wire was removed the guide wire tip had separated. When the guide catheter was removed from the patient, the tip of the guide wire was inside the guiding catheter. Angiography confirmed that no guide wire remained in the patient and that the full guide wire was retrieved. There was no clinically significant delay to the procedure. Another guide wire was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the warnings section of the hi-torque guide wires instructions for use (IFU) states: do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The deviation from the IFU appears to have contributed to the reported difficulties.